Event description:
It was reported that the patient stated she "received a notice from her physician that indicated her device was approved for head MRI". The patient noted that she has epilepsy and gets seizures. It was further noted that the patient had the internal neurostimulator (ins) removed, but the leads were left in the patient. The patient discussed the possibility of a lead explant due to "a medical procedure for her epilepsy and seizures". The patient stated that she had brain surgery and had been told that "they didn't get the view" and the patient felt this was because of the lead placement. The patient stated that she was "unhappy she was unable to get a head MRI" and would like to get a second opinion on the matter. The patient wanted the leads explanted, but it was noted that the physician would need to determine if the leads could be removed due to scar tissue build up. The patient was informed that an MRI would only be possible if there were no open circuits and the proper ins model was used with the leads. The patient also reported taking blood thinners. The patient outcome was not provided.

Manufacturer narrative:
Product ID 3886, lot# l60401 serial# implanted: 1999 (B)(6), explanted: product type lead product ID 3095-10, lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type extension. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were unable to have an MRI because of a lead wire that was left in them from therapy. The patient noted that the ins had been removed. The patient was to follow up with their healthcare professional (hcp) regarding the possibility of having the lead wire removed. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she felt the device at the time was not meeting her expectation and so since she needed the MRI she decided to have the device remove. She also indicated that she continue to have major bladder problem. No further complications were reported or are anticipated.